Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump continued to run after door was opened and tubing was removed, which was reproduced during evaluation while running a loaded set. Evaluation found this was caused by a delayed lower link switch. The lower auxiliary was replaced.

Event description:
It was reported that a spectrum pump continued to run after the door was opened and the tubing was removed for 30-40 seconds before stopping. The pump did not give the prompt to load tubing prior to running an infusion. It was also reported there was no pt involvement.